Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1702408) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("allergy to nickel"), pelvic pain ("burning in pelvic region"), uterine leiomyoma ("myoma on uterus") and pyelonephritis ("pyelonephritis") in a female patient who had essure (batch no. 664439) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal distension ("major abdominal bloating"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with pruritus generalised, eczema and skin discolouration, pelvic pain (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant) with renal pain, back pain ("lower back pain"), adnexa uteri pain ("stabbing in ovaries"), menorrhagia ("haemorrhagic menstrual bleeding"), skin warm ("warmth and redness of feet around one week before my period"), erythema ("warmth and redness of feet around one week before my period"), urinary tract infection ("recurrent urinary tract infections") with micturition urgency, tinnitus ("constant tinnitus."), musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pains in knee, elbow, hip, shoulders and neck"), restless legs syndrome ("restless legs"), thyroid disorder ("thyroid problem but nothing found on test"), palpitations ("palpitations (on treatment)"), tachycardia ("tachycardia (on treatment)"), supraventricular extrasystoles ("atrial extrasystole"), dizziness ("dizziness"), fatigue ("fatigue without making the slightest effort"), memory impairment ("recurrent memory loss"), alopecia ("hair loss"), gastrooesophageal reflux disease ("gastric reflux (burning in throat, taste of iron in mouth)"), throat irritation ("gastric reflux (burning in throat, taste of iron in mouth)"), dysgeusia ("gastric reflux (burning in throat, taste of iron in mouth)"), anger ("very easily annoyed (on anxiolytics)") and nervousness ("nervousness") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with anxiolytics, drugs for acid related disorders, pantoprazole sodium sesquihydrate (inipomp), appointment with cardiologist, done, results of holter examination pending and surgery (essure removal and in (B)(6)2016 for endometrial ablation, resection of uterine myoma, and polypectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, pelvic pain, abdominal distension, uterine leiomyoma, pyelonephritis, back pain, adnexa uteri pain, menorrhagia, skin warm, erythema, urinary tract infection, tinnitus, musculoskeletal pain, arthralgia, restless legs syndrome, thyroid disorder, palpitations, tachycardia, supraventricular extrasystoles, dizziness, fatigue, memory impairment, alopecia, gastrooesophageal reflux disease, throat irritation, dysgeusia, anger and nervousness outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anger, arthralgia, back pain, dizziness, dysgeusia, erythema, fatigue, gastrooesophageal reflux disease, memory impairment, menorrhagia, musculoskeletal pain, nervousness, palpitations, pelvic pain, pyelonephritis, restless legs syndrome, skin warm, supraventricular extrasystoles, tachycardia, throat irritation, thyroid disorder, tinnitus, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: a few days after the implantation procedure, I encountered a problem of major abdominal bloating, followed by the other events. The symptoms are worse during ovulation and menstruation. Operated in (B)(6) 2016 for endometrial ablation, resection myoma on uterus and polypectomy. Lymphocyte activation test found allergy to nickel. Appointment with allergy specialist at end of (B)(6)2017 to test for the other components. Thyroid problem but nothing found on test. Appointment with cardiologist, done, results of holter examination pending. Appointment with gastroenterologist in (B)(6)2017, currently on inipomp 40 and gaviscon 3 sachets daily, plus another tablet, cancelled because it did not adapt to treatment for palpitations. No improvement despite treatment. Steps are underway for removal of essure. As per follow-up of (B)(6)2019: the incident occurred on (B)(6)2017 at the hospital. The patient had a series of symptoms for several years. Diagnostic results (normal ranges are provided in parenthesis if available): electrocardiogram ambulatory - on an unknown date: pending. Lymphocyte stimulation test - on an unknown date: allergy to nickel. Thyroid function test - on an unknown date: nothing found. Quality-safety evaluation of ptc: lot number: 664439 manufacturing date: 2009/08 expiration date: 2012/08 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case 2019-011750 was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - events nervousness, palpitations and auricular extrasystole added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via regulatory authority (B)(4) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), uterine leiomyoma ("myoma on uterus") and pyelonephritis ("pyelonephritis") in a female patient who received essure (batch no. 66439). The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. In (B)(6) 2010, the patient experienced abdominal distension ("major abdominal bloating"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) with pruritus generalised, eczema and skin discolouration, uterine leiomyoma (seriousness criterion medically significant), pyelonephritis (seriousness criterion medically significant) with renal pain, pelvic pain ("burning in pelvic region"), adnexa uteri pain ("stabbing in ovaries"), menorrhagia ("haemorrhagic menstrual bleeding"), skin warm ("warmth and redness of feet around one week before my period"), erythema ("warmth and redness of feet around one week before my period"), urinary tract infection ("recurrent urinary tract infections") with micturition urgency, back pain ("lower back pain"), tinnitus ("constant tinnitus."), musculoskeletal pain ("joint and muscle pain"), arthralgia ("joint pains in knee, elbow, hip, shoulders and neck"), restless legs syndrome ("restless legs"), anger ("very easily annoyed (on anxiolytics)"), thyroid disorder ("thyroid problem but nothing found on test"), palpitations ("palpitations (on treatment)"), tachycardia ("tachycardia (on treatment)"), dizziness ("dizziness"), fatigue ("fatigue without making the slightest effort"), memory impairment ("recurrent memory loss"), alopecia ("hair loss"), gastrooesophageal reflux disease ("gastric reflux (burning in throat, taste of iron in mouth)"), throat irritation ("gastric reflux (burning in throat, taste of iron in mouth)") and dysgeusia ("gastric reflux (burning in throat, taste of iron in mouth)"). The patient was treated with anxiolytics, pantoprazole (inipomp), antacids (gaviscon), surgery (steps are underway for removal of essure) and surgery (in (B)(6) 2016 for endometrial ablation, resection myoma on uterus and polypectomy). Essure treatment was not changed. At the time of the report, the allergy to metals, uterine leiomyoma, pyelonephritis, pelvic pain, adnexa uteri pain, menorrhagia, abdominal distension, skin warm, erythema, urinary tract infection, back pain, tinnitus, musculoskeletal pain, arthralgia, restless legs syndrome, anger, thyroid disorder, dizziness, fatigue, memory impairment and alopecia outcome was unknown and the palpitations, tachycardia, gastrooesophageal reflux disease, throat irritation and dysgeusia had not resolved. The reporter considered allergy to metals, uterine leiomyoma, pyelonephritis, pelvic pain, adnexa uteri pain, menorrhagia, abdominal distension, skin warm, erythema, urinary tract infection, back pain, tinnitus, musculoskeletal pain, arthralgia, restless legs syndrome, anger, thyroid disorder, palpitations, tachycardia, dizziness, fatigue, memory impairment, alopecia, gastrooesophageal reflux disease, throat irritation and dysgeusia to be related to essure. The reporter commented: a few days after the implantation procedure, I encountered a problem of major abdominal bloating, followed by the other events. The symptoms are worse during ovulation and menstruation. Operated in (B)(6) 2016 for endometrial ablation, resection myoma on uterus and polypectomy. Lymphocyte activation test found allergy to nickel. Appointment with allergy specialist at end of march 2017 to test for the other components. Thyroid problem but nothing found on test. Appointment with cardiologist, done, results of holter examination pending. Appointment with gastroenterologist in (B)(6) 2017, currently on inipomp 40 and gaviscon 3 sachets daily, plus another tablet, cancelled because it did not adapt to treatment for palpitations. No improvement despite treatment. Steps are underway for removal of essure. Diagnostic results: lymphocyte activation test: allergy to nickel. Appointment with allergy specialist at end of (B)(6) 2017 to test for the other components; thyroid test: nothing found; holter examination: pending. The reporter did not wish any further contact with the company. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented allergy to nickel, myoma on uterus and pyelonephritis. All serious events due to medical importance. Allergy to nickel is anticipated while other events are unanticipated in essure's reference safety information. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert after essure placement. This includes patients with a history of metal allergies. In this present case, after essure insertion consumer presented allergy to nickel and steps are underway for removal of essure. Given essure's safety profile and event's nature, causality cannot be excluded. Regarding the event, myoma on uterus. Leiomyomas of the uterus are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes, causality was regarded as unrelated. The same assessment was given to pyelonephritis, considering essure's local action in fallopian tubes. Although no death or serious injury related to essure was mentioned in this case; it was regarded as incident in line with health authority's assessment and since device removal will be required. The product technical analysis has been sought. No further information will be available, because the reporter did not wish any further contact with the company.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 664439 manufacturing date: 2009/08 expiration date: 2012/08. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented allergy to nickel, myoma on uterus and pyelonephritis. All serious events due to medical importance. Allergy to nickel is anticipated while other events are unanticipated in essure's reference safety information. Persons with hypersensitivity to nickel, titanium or any of the components of the essure system may suffer an allergic reaction to the micro-insert after essure placement. This includes patients with a history of metal allergies. In this present case, after essure insertion consumer presented allergy to nickel and steps are underway for removal of essure. Given essure's safety profile and event's nature, causality cannot be excluded. Regarding the event, myoma on uterus. Leiomyomas of the uterus are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes, causality was regarded as unrelated. The same assessment was given to pyelonephritis, considering essure's local action in fallopian tubes. Although no death or serious injury related to essure was mentioned in this case; it was regarded as incident in line with health authority's assessment and since device removal will be required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available, because the reporter did not wish any further contact with the company.